Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had a jaw detachment failure. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from an external force by inadvertently grasping onto a hard object which leads to the chipping/ cracking of the insulation. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during neck dissection, the gray part at the tip of the jaws was noted to be cracked about 2 hours since the start of use. A new product was taken out and used to prevent it from falling into the patient's body. There was no patient injury.